Event description:
The facility reported a pump that overinfused on channel a. This occurred during patient use, but it is unknown at what step in the process it occurred. There was no patient injury or medical intervention necessary according to the hospital representative.